Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device and could not be duplicated. Calibrations, operating tests and function tests were run preventively.

Event description:
It was reported that during patient use a ventilator generated the pressure sensor error. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.